Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient (pt) intermittently feels a shocking sensation in middle of their back and shoulder blades. Rep said impedances are normal. Technical services (ts) reviewed there may be a possible issue or wire fracture with the lead. No falls or trauma reported. Rep also mentioned that the patient (pt)feels a sensation down her leg when she touches her dishwasher. Ts reviewed that pt should have dishwasher checked by an electrician.

Manufacturer narrative:
Continuation of d10: product ID : 977c165, serial# (B)(6), implanted: (B)(6) 2016,product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator. The cause of the shocking sensation was not determined. The patient said she has had the shocking sensation since her implant years ago. Pt discussed with the doctor, and he doesn't know what may be causing the shocking sensation once a month. Rep suggested that pt documents what she is doing and what position she's in to replicate the sensation.